Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for slda from this lot. All available information was investigated and the slda resulting in mitral regurgitation appears to be related to procedural circumstances. The reported adverse event of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. The reported mitral regurgitation was due to slda. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Visualization was challenging. The clip delivery system (cds) was advanced and implanted at a2p2 / a3p3. After deployment, it was noted the clip detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). A second cds was advanced however due to poor imaging, the clip could not be implanted. The procedure was aborted at this time with the mr remaining at 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.